Event description:
It was reported that pump experienced malfunction alarm with displayed code and caller confirmed no notable events before issue. There was no adverse impact to the customer's blood glucose level. Customer attempted pump reset with guidance from technical support, but malfunction recurred, so technical support arranged pump replacement, customer planned to use multiple daily injections as backup insulin therapy.